Manufacturer narrative:
(B)(6). Recall:correction/removal report number: 3007697864-12/12/2017-001-r. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection was performed on the returned samples. The detached hansen connector was clearly visible and was caused by an insufficient gluing of the connector to the line. The reported condition was verified. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up of a mars kit gambro set, it was observed that there was a missing screw and an unspecified missing component in the tubing. During priming of the line, the pressure resulted in the disconnection of the hansen connector between the screw and the tube, causing the blood system to be opened. There was the presence of air inside the tubing. There was no patient involvement. No additional information is available.